Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially, the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated and the time of recommended replacement time (rrt) when the device battery was less than or equal to 2.6251 volts was (B)(6) 2013. Concomitant products : 4193 implantable pacing lead (B)(6) 2002; 5076x2 implantable pacing leads (B)(6) 2002.

Event description:
It was reported that the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action and returned product testing found the device did not perform as described in the field action.